Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on 15-jul-2024 three or more hours after insertion.. The blockage was located at the site. The insertion site was upper buttocks. No further information available.